Manufacturer narrative:
(B)(4).

Event description:
A customer reported to baxter an issue of inadequate iodine found before use. The iodine liquid at the mini cap is insufficient.there was no patient involvement. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). (B)(6). This is a product not distributed in the us and does not have a 510k number. Since the lot number is unknown, no batch review will be performed. The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.